Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon occurred due to main board failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the monitor had no image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to defective main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.